Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The system was within calibration and quality controls within specification prior to the event. The results were reported out of the laboratory. Physicians queried the validity of the initial results. The samples were retested and corrected results were issued. No specific details or number of results involved were provided. There was no change to the pts' care or treatment.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse was not able to reproduce the event. Accordingly, no root cause could be determined. No conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.